Event description:
Initial result for a patient hcg was <0.500 mlu/ml. When repeated, the result was >1000 mlu/ml. The incorrect result was not used to guide therapy. The field service representive found the sample rack was misaligned and repaired the instrument by realigning the sample rack.